Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer stated that lately when he pulls his reservoirs out of the pump, there seems to be a very strong smell of insulin. Customer stated that the reservoirs are leaking. He's used reservoirs from different boxes, but problem continues. Customer stated there are no physical cracks on the reservoir, and doesn't see insulin drip out of the reservoir department when he pulls it out. Customer also stated that the smell of insulin is very strong.